Event description:
Philips received a complaint by the customer on the v60, indicating that the power management (pm) printed circuit board assembly (pcba) was replaced six months ago, and the device is now displaying a 1101 "ventilator restarted due to anomalies detected during operation" alarm error. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer reported to the remote service engineer (rse) that a 1101 "ventilator restarted due to anomalies detected during operation" alarm error occurred. The customer also informed the rse that error code 1101 occurred in conjunction with error code 3007 (software exception).

Manufacturer narrative:
H10: an authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the reported issue--the asp found that the device would turn off and discovered that the power management (pm) printed circuit board assembly (pcba) was faulty. The asp therefore replaced the pm pcba and successfully performed electrical safety and battery test. The asp verified that the issue was resolved, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
H10: the customer also informed the remote service engineer (rse) that the power management (pm) printed circuit board assembly (pcba) was not reading properly in the ventilator information screen. Per good faith effort (gfe) response, the customer confirmed that the device turned on and off on its own, and the battery needed to be uninstalled to power down the device. The customer tried replacing the pm pcba with a different pm pcba from a different device, and the customer verified that the device was able to read the pm pcba properly. The investigation is ongoing.